Event description:
Nurse reported that customer was hospitalized for diabetes ketoacidosis. Customer had reported a day earlier that he had dropped his pump causing a crack at the reservoir compartment. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.